Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, multiple cartridge alarms occurred during the load sequence. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer's blood glucose level was 170-200 mg/dl.